Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing ipg migration at the ipg pocket site due to a recent weight loss. As a result, the patient's ipg was re-sutured in the pocket via surgical intervention. The patient is doing well post-op.